Event description:
A malfunction was reported with a pump by the customer. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised by technical support to use a backup insulin pump, and a replacement pump with updated software was sent. Instructions were given for returning the malfunctioning pump, which the customer understood and acknowledged. Training for the new pump was made available to the customer.